Event description:
Patient's spouse reported in 2003 that patient's one touch ultra meter would not turn on. Medical affairs specialist called the patient's spouse the following day and left a message. Spouse returned the call and provided additional information. Spouse stated that the power issue existed on and off for about a month where the meter would sometimes work "just fine" and sometimes it would not turn on. Patient has been a diabetic for 4 years and has had this meter for about 2 years. Patient takes a set amount of 75/25 (humalog mix) insulin, 28 units in the morning and 10 units in the evening. In 2003 in the afternoon, the patient was "not feeling well" spouse tried to test blood glucose on the meter, but the meter would not turn on. About half and hour later, patient became incoherent and so spouse called the paramedics. The emergency meter read 29 mg/dl. Patient was rushed to the hospital where they were placed on IV glucose (ER reading is unknown). Patient was kept in the ER for about 4 hours and then released. Patient's spouse stated that spouse had already tried replacing the batteries in the meter prior to calling lifescan about the issue. The meter still would not turn on. This case is reported as an adverse event because the meter failed to provide an actionable glucose result when expected and the delayed treatment may have caused the serious injury to the patient.